Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported. A 6/7f mynxgrip vascular closure device (vcd) ruptured when being tested. Another device from the same box was then pulled and worked correctly. There was no patient injury. The device was stored and prepped according to the IFU. The balloon was prepped with saline. The device was used in a diagnostic coronary procedure. The deployer was mynx certified. The device is being returned for evaluation.

Manufacturer narrative:
As reported. A 6/7f mynxgrip vascular closure device (vcd) ruptured when being tested. Another device from the same box was then pulled and worked correctly. There was no patient injury. The device was stored and prepped according to the IFU. The balloon was prepped with saline. The device was used in a diagnostic coronary procedure. The deployer was mynx certified. The product was returned for analysis. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, the shuttle was disengaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device, approximately 2.0 mm from the balloon proximal neck. A product history record (phr) review of lot f2209004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural or handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2209004 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.